Manufacturer narrative:
H6)- verified but unrepeatable, replaced the power board and main board as a precaution.

Event description:
Unit is getting hi pitch noise and then shutting off. No patient harm.